Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per specifications as follows, filled the reservoir with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump, performed a manual prime, visual fluid flow through infusion set and out catheter tip reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery with four infusion sets and that this occurred during basal and bolus. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was able to resolve the alarm but customer could not troubleshoot further and indicated that they would call back at another time. No further information was provided.